Event description:
After being struck in the chest, the patient presented to the physician with a seroma at the ipg site. Physician drained the seroma in clinic and prescribed antibiotics. Patient presented back to the physician, three days later, with an open wound at the chest incision site and was placed on IV antibiotics. Physician brought the patient into the or the following day, cleaned the chest incision site, sutured, and closed. Postoperative antibiotics were prescribed after the procedure was complete. Patient returned for a follow-up appointment with improvement.